Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom system error 105. System error 105 was confirmed through a review of the event history log and reproduced at power up. This condition was found to be caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump experienced repeated system error 105 alarms during patient care in the medical surgical care area (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.